Event description:
A patient specific implant request form was received for the patient's left proximal humerus. Noted on the form: "renal cell carcinoma of left proximal humerus resected about 3 years ago now with failure of soft tissue constraint due to no rotator cuff." Request indicates the proximal body of the proximal humerus to be revised, "stem will stay", planned date of surgery (B)(6) 2022. Rep reported that based on physician's records, patient has a stryker mrs proximal humerus in situ.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.